Manufacturer narrative:
Corrected data: issue was due to 10 ml syringe and not hgb lyse syringe as previously stated. The issue of hemoglobin (hgb) imprecision was determined to be isolated to the 10 ml syringe, which was not mounted properly and caused the imprecise result. The 10 ml syringe was mounted properly and the instrument began operating in accordance to specifications. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn 3200 system operators manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Event description:
The customer stated that the celldyn 3200 analyzer generated a hemoglobin (hgb) result of 6.88 g/dl on a patient sample. The sample was repeated twice with results of 12.6 and 12.5 g/dl. There was no report of impact to patient management.

Manufacturer narrative:
The issue of hemoglobin (hgb) imprecision was determined to be isolated to the hgb lyse syringe, which was not mounted properly and caused the imprecise result. The hgb lyse syringe was mounted properly and the instrument began operating in accordance to specifications. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn 3200 system operators manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.